Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - lv threshold was over 7.5 volts and the lead is failing to pace. It was determined this lead had dislodged. The lead was explanted and replaced on (B)(6), 2012. The patient was hospitalized from (B)(6), 2012. The implant date was not reported. No adverse patient side effects were reported. Should additional information become available, this event will be updated.